Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 7 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient reported experiencing dark/purple colored urine. The patient was admitted to the hospital with an elevated lactate dehydrogenase level of 4000 u/l, up from 400 u/l a week prior, and was administered IV heparin with a target ptt of 50-70 seconds, and IV fluids. The patient's anticoagulation regimen was 81 mg of aspirin, and coumadin with a target inr of 2-3. The inr range for the previous 4 weeks was 2.3-2.9. A system controller log file was reviewed by the manufacturer's technical services representative and no unusual events were noted. On (B)(6) 2015, the patient's pump was exchanged due to hemolysis.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found a red, tissue-like biological lining along the inlet stator wall. The distal end of the lining had partially collapsed inward. The shape and positioning of the lining indicated it had formed along the wall and around the stator. The observed lining could have contributed to the reported hemolysis. Although a cause could not be conclusively determined, the lining appeared consistent with poor surface washing due to an interruption in flow. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: pt called with description of "dark colored urine." Admitted and ld was > 4000, plasma hemoglobin 269, + ramp study and visual identification of clot at the entry into the pump but ? On rotor. Vad readings were normal. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis; heart failure. Thrombus event intravenous anticoagulation. Malfunction component: pump. Malfunction component: pump: pump body. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.